Event description:
Patient had been having ear pain and as a result was requesting heat packs to be placed inside pillow cases and placed over both ears. Staff had been doing the throughout the night. This morning the heat packs were popped, shook, and placed in pillow cases before being placed on patient. As the staff exiting after clearing the patient's room, the staff heard the patient began to scream in pain. Upon inspection and removal of the sheets, heats pack, and pillow it was discovered that the heat pads had leaking onto the patient on both sides. The skin over the left clavicle showed no redness as patient as patient had a dress over the area. The skin over the right clavicle exhibited bright skin. Patient complained of tenderness in the area. Sheets and gown were changed. No further heat packs were placed. Physician notified. Medline industries, inc.(B)(4).